Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 407mg/dl. The customer called requesting assistance with setting her blood glucose meter ID into the insulin pump. No further information was provided.